Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter (mother) for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ping meter had a power issue - meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged issue started at an unknown time ¿3 days ago.¿ the patient manages his diabetes with insulin pump therapy. The reporter was unable to specify if they took any action in response to their regular diabetes management regimen routine as a result of the product issue. The reporter claimed that on an unspecified time after the alleged power issue began the patient developed symptoms of ¿headache and clammy palms¿ as he was unable to get a bolus. The reporter (patient¿s mother) then treated the patient a correctional dose of insulin and some water. At the time of troubleshooting the csr noted that it was the first time the meter was being used, the meter was using alkaline batteries and did not need replaced. There was no misuse of the product and after the patient was educated on the auto shut off the issue remained unresolved resolved. Replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began. In addition the alleged product issue was not resolved during troubleshooting.